Event description:
The issue was found during a therapeutic laparoscopy procedure which was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. It is possible that the incident occurred due to an abnormality in the image sensor unit, the internal board, or the electrical contacts. The abnormality may have been caused by external stress applied to the insertion section, as chipping of the a- rubber glue was observed. Multiple damages were confirmed on the video connector case, which may have resulted from an irregular load being applied to the internal board, causing an abnormality in the electrical contacts. However, olympus could not identify a definitive root cause of the event. The instruction for use states the inspection method associated with the event in " section 3.8 inspection of the endoscopic system¿. Chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope displayed the scope communication error (b30 error). There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.